Event description:
On (B)(6) 2009, I underwent bilateral total joint replacement surgery with the tmj concepts device. In (B)(6) 2009, I began experiencing severe stomach pain and swelling and went to see a plastic surgeon who confirmed I had a complication from the fat grafting area from the total joint surgery. She drained the seroma and sent me back home. Within days, my stomach started swelling up again and I had extreme pain and went to the ER. The hospital admitted me for 2 nights and stated I was dehydrated and put me on antibiotic IV. After the seroma went down, they sent me home. A few days home the seroma began to swell up again and a draining pump was inserted that I had to wear. After two trips a week to the cvir unit of the hospital for extreme pain, it was determined that I had to have emergency stomach surgery in (B)(6) 2010. After finally recovering from the stomach surgery, my range of motion actually increased to 43 mm, but again this was short lived. The joint pain returned with a vengeance along with the following symptoms: severe headaches, breathing problems, fatigue, neck pain, and decreased quality of life. My surgeon visited (B)(6) in (B)(6) 2010 and felt that I was again suffering from a relapsed upper jaw from the second jaw surgery and ordered for the upper braces to be put back on after being off for only less than two months. He felt that I was having more of an orthodontic issue than a joint issue. My local doctors didn't agree feeling I was having more of a total joint replacement failure and halted all my care until it is proven my joints are stabilized. My surgeon recommended a manipulation procedure under sedation and a hypersensitivity test to the metal of the prostheses at an environmental clinic. Unfortunately, all my local surgeons stated they do not feel comfortable performing the manipulation procedure and stated they felt my surgeon was responsible for my care. My surgeon just informed me yesterday that he is unable to perform the manipulation procedure in the dental clinic due to conflicts. So today, here I sit with not knowing what to do. All my local doctors have halted all care until it is proven that my joints are stabilized since my total joint surgeries. Tmj concepts stated they feel from CT scans all is okay, but can't address my local doctors concerns that the plastic piece of the prostheses may be broken causing my lower jaw to shift to the right and my present range of motion at 7 mm. They started they can only visualize the plastic piece of the prostheses since this does not show up on x-rays. I am taking four different medications for pain including valium and lortab. My quality of life is at 0, financial and family hardships have been endured, and now I have nowhere to turn. I trusted my world renowned surgeon that I would have improvement following my total joint surgery and know I am in worse shape than before I had the surgeries. I need at least 7 crowns and 2 implants that are on hold until we find out the truth of what is really going on. My braces have been on for almost 8 years now with no hopes of being taken off anytime soon. My dentist informed me today that bottom line is if I don't obtain some rom, I will surely lose all my teeth and have continued jaw problems with the relapsed upper jaw. I am truly scared now.